Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-14. It was reported that the patient developed possible aspiration pneumonia and had a fever. The plans were to replace the pump but they were waiting until the patient's condition improved. The change in therapy/symptoms was considered sudden. The patient remained hospitalized at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (4000 mcg/ml at 656 mcg/day) and dilaudid (25 mg/ml at 4.1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had a refill of the pump on (B)(6) 2019. The refill procedure was unremarkable, and the patient was discharged. The patient came back to the office after waking up in his car after leaving the clinic. The patient had passed out in his car and woke up 3 hours later. When they saw him then he was drowsy, and they believed he was getting overdosed. They gave him narcan and he responded well to that. He was then admitted to the hospital ICU (intensive care unit) on a narcan drip. The patient stabilized and was discharged. The thought at the time was that maybe they did a partial pocket fill. The arv (actual residual volume) was 18 ml and the erv (expected residual volume) was 19.3 ml. The patient had a refill yesterday ((B)(6) 2019) and the refill procedure was unremarkable again. They decided to keep the patient at the clinic after the refill and 15-20 minutes after the refill the patient again became drowsy, was stumbling, and was pale. Narcan was given and he responded some to that. He was then hospitalized in the ICU and intubated. The pump was programmed to minimum rate. Plans were to replace the pump. The patient¿s oral meds included gabapentin, oxycontin long and short acting, and per the hcp, the patient had not had oral ms (morphine sulfate) prior to the refill. No further complications have been reported as a result of this event.